Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Contact stated that the customer had taken the pump out of their pocket and noticed the screen was completely shattered on one corner and was unable to access pump features. Contacted stated that they did not know how it became damaged. The customer¿s blood glucose was 180 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.